Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported nav-ring defective during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
G4:19jan2021. B4:20jan2021. The biomedical technician confirmed the reported navigation ring issue and also reported that the touchscreen was functioning. The biomedical technician replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.